Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level ranged between 400 - high mg/dl. Bg was addressed with a correction bolus via the pump. Reportedly, the customer changed out pump supplies to address the issue.